Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, minor scratches on display window and damaged battery cap coin slot noted during our visual inspection.

Event description:
It was reported that the battery was not screwing correctly into the insulin pump, and when over-tightening, the screen went blank. It was also stated there was a crack on lcd screen of the insulin pump. Customer's most recent blood glucose at the time of reporting was 146 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.